Manufacturer narrative:
As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances present that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had to recharge the ipg more than recommended. Patient is receiving therapy; however, surgical intervention may take place to address the issue.